Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician was using the amplatz extra-stiff support heparin coated wire guide for an endovascular aneurysm repair (evar) with approach from the right common femoral artery (cfa). However, when the wire was being inserted into the sheath, it was found to have a kink with the inner wire protruding approximately 4cm from the tip. The procedure was continued with another wire, and there were no injuries or additional procedures reported.